Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation of the returned sample noted one opened (without original packaging), silicone catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 60:40.the balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. The active length of the catheter balloon was measured (0.7070") and found to be within specification (.60"-.90").the product was confirmed 14 french size. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Important precautions ·read all instructions for use prior to use and follow them. ·this product is a medical device for qualified physicians, and should not be used for any other purpose. ·this product is a disposable, supplied sterile. If package is opened or expiration date has passed, do not use. Do not resterilize. ·ensure that all the components are contained in the tray kit. ·for instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. ·for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. ·exercise caution when using the device in patients with known allergy to silver coated catheter. ·when abnormal resistance is encountered in inserting catheter, do not use excessive force, and remove the catheter to find out the cause of difficulty in insertion. ·when inflating balloon, use sterile water of the prescribed capacity labeled on the valve. If the valve is labeled as 10 ml/cc, use 10 ml of sterile water. ·do not aspirate urine through drainage funnel wall. ·do not penetrate the ez-lok® sampling port with a needle. ·since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. ·when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. ·avoid excessive force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. ·to inflate or deflate the balloon, use a luer tip (needleless) syringe. In deflate the balloon, do not aspirate or manually accelerate the deflation of the balloon. If difficult to come out the water spontaneously, refer to ¿troubleshooting"." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon during pretest.